Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated the alarm occurred when the customer attempted a 8 unit bolus. The customer's blood glucose was 397 mg/dl. Customer was unable to troubleshoot at the time of the call because the phone call was disconnected. Customer also reported they were unable to deliver the remaining programmed bolus. Customer stated they were able to lower their blood glucose to 173 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.